Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2025, the user underwent explantation due to a localized infection, suspected mastoiditis, and failed local treatments. The user was hospitalized with pain and the user received antibiotics. The user was re-implanted.

Event description:
On (B)(6) 2025 the user underwent explantation due to a localized infection, suspected mastoiditis, and failed local treatments. The user was hospitalized with pain and the user received antibiotics. The user was re-implanted.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to an infection in the mastoid. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the issue. However, the presence of the device might have contributed to its subsequent development. Additionally, 6 channels were found extra cochlear at explantation. In addition one channel was left extra-cochlear at implantation surgery. This is a final report.